Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat an eccentric novo lesion located in the left anterior descending coronary artery proximal to mid that was moderately tortuous, moderately calcified and 90% stenosed. An attempt was made to pre-dilate the lesion with the 2.0 x 15 mm mini trek balloon dilatation catheter but the balloon ruptured during first inflation at 8 atmospheres. A 2 x 12 trek was used to successfully complete the procedure. There was reported resistance with the lesion during advancement however there was no reported adverse patient effect or clinically significant delay in the procedure. No additional information was provided.